Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 400 mg/dl. The customer went to change her infusion set but received a no delivery alarm and the insulin pump went blank. The insulin pump alarmed battery out limit. The customer cleared the alarm and the self-test passed. The display returned after troubleshooting. The device was not returned.